Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws of the instrument disengaged into the pt's cavity. The surgeon was able to retrieve the component without any pt injury.